Manufacturer narrative:
(B)(4). Batch # r92795. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting, or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger and there was also a broken internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the tissue pad was broken in two and peeled off after three hours of usage. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.